Manufacturer narrative:
D4: UDI number for this product code is not required to be registered. The actual device was returned to the manufacturing facility for evaluation. The actual device was rinsed and subjected to visual inspection. The thermistor probe was found to have been kinked. X-ray fluoroscopic inspection of the kinked thermistor probe revealed that the outer cylinder of the thermistor probe had been cracked. Only the leading wire was still in the undamaged state. The leading wire was cut off, the fracture cross-section of the broken component was inspected under magnification. No embedded particles were noted. Electron microscopic inspection of the fracture cross-section found the presence of a smooth part and a rough part on the surface. Simulation testing was conducted on a retention sample. The thermistor probe was exposed to an instantaneous shock force and became fractured. Electron microscopic inspection of the fracture cross-section revealed that the surface of the fracture cross-section around the site exposed to the shock force was in the smooth state and on the opposite site, the surface of the fracture cross-section was in the rough state. The fracture cross-section of the retention sample was noted to be very similar to that of the actual sample. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the thermistor probe of the actual sample was exposed to a shock force causing the reported event. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "caution: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an unstable connection between the thermistor probe and temperature sensor in the capiox device during a procedure. Follow up communication with the user facility reported the following information: during priming the customer noticed that the thermistor probe was unstable upon insertion of the temperature sensor; the procedure was completed successfully; and there was no harm on the patient.